Event description:
This is an international report where the home patient's (hp) mother reported a mini cap without providone iodine. It had some pigmentation in the sponge. There was no patient involvement and no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device evaluation is expected, but not completed yet. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, the assignable cause of the reported issue could not be determined. The lot number is unknown; therefore a batch review cannot be performed.